Event description:
The manufacturer was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a perceval plus valve pvf-l was implanted, explanted and discarded on the same day on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.

Event description:
The manufacturer was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a perceval plus valve pvf-l was implanted, explanted and discarded on the same day on (B)(6) 2021. Based on the information received by the physician, the valve was explanted intra-operatively due to paravalvular leak. The perceval valve was deployed twice and both times had significant paravalvular leak. The procedure was a redo aortic valve intervention with previous root repair. The perceval would not seat acceptably in the previously repaired root. It was reported that the surgeon did not believe that there was any structural issues with the perceval valve. Ultimately a edwards magna ease was implanted and the patient outcome was good.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model #pvf-l, s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at corcym canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-l) perceval plus heart valve at the time of manufacture and release. Based on the medical judgment received, the root cause of the failure to implant is related to the patient's specific conditions (i.e. Previously repaired aortic root) with no device malfunctions. Furthermore, the decision to attempt to re-implant the same perceval plus prosthesis was made off-label as indicated in the product instructions for use (''warning: a removed perceval plus prosthesis must not be re-implanted, because its integrity is no longer ensured.'').